Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the obturator was through the dissector balloon which had a hole at the distal end. The trocar balloon, lock collar, stopcock, insufflation port, valve seal and circular seal appeared intact. The insufflation bulb and inflation syringe were received. Functionally, the trocar balloon was inflated using the returned syringe, no leaks detected. The lock collar move up and down the cannula freely and securely locked in place. The dissector balloon could not be inflated due to the damage in which it was received. It was reported that the balloon would not inflate and broken. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The hole in the balloon may occur when contact is made with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic inguinal hernia repair using totally extraperitoneal technique, when the device was inserted into the patient and the surgeon attempted to inflate the balloon using the hand pump, nothing happened. The device was removed from the patient, and the surgeon tried inflating it externally. It was discovered that the balloon was punctured. The surgeon did not perform any maneuver that could have caused the puncture and believed the balloon was already damaged prior to the start of the procedure. A new device was used to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.